Manufacturer narrative:
On 15-aug-2024, the bwi product analysis lab received the device for evaluation. The product investigation was subsequently completed. It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hemostatic valve was observed to be broken. There was no reported delay to the surgery and no fragments were generated. Device evaluation details: the product was returned to biosense webster (bwi) for evaluation. Visual inspection and microscopic examination of the returned device were performed following bwi procedures. Visual analysis revealed that the hemostatic valve was broken in the star section. A microscopic examination of the hemostatic valve surface showed stress marks on the damage. The broken condition could be related to the incorrect insertion of the dilator into the sheath; the stress marks and physical damage observed suggest that excessive force or manipulation was applied; however, this could not be conclusively determined. A device history review was performed for the finished device number lot: 60000364 and no internal action related to the complaint was found during the review. The broken hemostatic valve could be related to the hemostatic valve separation reported by the customer, the complaint was confirmed. The potential cause of the broken hemostatic valve could be related to the manipulation of the device during the procedure; however, this could not be conclusively determined. The instructions for use (IFU) contain the following recommendations: use best practices for inserting or retracting any device at the hemostatic valve; do not remove dilator or catheter rapidly. Damage to hemostatic valve may occur. As part of the quality process, all devices are manufactured, inspected, and released to approved specifications. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an unknown procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, when the hemostatic valve was observed to be broken. There was no reported delay to the surgery and no fragments were generated.

Manufacturer narrative:
Manufacturer's reference number: (B)(4). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
On 20-jul-2024, the product investigation was completed as the device was not returned. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device number lot 60000364 and no internal action related to the complaint was found during the review. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional notes: d4 primary UDI number was updated to (B)(4). On 26-jul-2024, bwi noted updates to the 3500a initial as the 1. Manufacturing site name was processed under biosense webster inc (irvine) and has been processed as freudenberg medical llc. Updated g1. Manufacturing site name. In addition, updated g1. Manufacturer site addr. Street line 1, g1. Manufacturer site city, g1. Manufacturer site state code and g1. Manufacturer site zip code and g1. Manufacturer site country code. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).